Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via email indicating that they had issues with their infusion set and parts of breaking in the body. The customer went to urgent care to remove the plastic needle form their body. The customer stated that they had to be on antibiotics to cure the infection they received from the incident. The customer will be contacted about the issue by the help line.